Event description:
It was reported when the patient was on a roller coaster they felt a pop, developed back pain, and the stimulator had not been working as well since. The cause of this event was not determined and it was unknown if it was device related. X-rays of the thoracic spine and reprogramming were attempted. The patient experienced a loss of therapeutic effect but was still feeling stimulation. The patient was not recovered, the symptoms remained ongoing. It was later reported that when the manufacturer representative checked with the clinician programmer, the stimulation was off but the patient thought it was on. The programmer was showing that stimulation was on when it was really off. The patient wasn¿t feeling stimulation when coming into the session. The patient used the programmer later when they had overstimulation that day it did sync but doesn¿t know if it worked. They had issues with the device in the past with programmer and programmer reading. The programmer batteries leaked at one point and it could have caused damage. Upon the return of the programmer, the antenna jack was resoldered as a preventative measure. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no significant findings from the results of the x-ray. The healthcare provider (hcp) had not seen the patient since reprogramming was done. No further actions were taken or planned to resolve the issue at that time. There was no change in how the patient was doing. It was then reported that there were stimulation/therapy issues and stimulation in the wrong location. The patient had their tubes ties about two months prior to the report. Ever since that surgery, stimulation went directly in their stomach and not to the back. The patient did feel normal stimulation in the legs. They also mentioned that they went on a roller coaster about four months prior and was jerked around a lot. But the patient didn¿t notice issues with stimulation until after the tube tie procedure. There were patient symptoms or complications associated with the event which included less than 50 percent therapy relief at the lower back, where their chronic pain was. Actions required as a result of the event was re programming. Diagnostic testing or troubleshooting performed was impedance testing, x-rays, and reprogramming. The impedances were all within range. They reprogrammed and were able to find a setting on the right side that got the back and legs with no stomach stimulation. Unfortunately they were unable to program out of the stomach on the left side. The rep gave the patient an hd setting to try. If there was a product issue the issue was not resolved. Patient status at the time of the report was alive, no injury. They would follow-up in one week. If there was no pain relief they would attempt to reprogram in one month from the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).